Manufacturer narrative:
The lot number was received. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal team, a patient underwent a surgical procedure to implant a trapease permanent vena cava filter on or about (B)(6) 2003 for the treatment of a left leg acute deep vein thrombosis, right forearm bleeding and the need to stop anticoagulation. The trapease filter did not function as intended. During the year 2016, the patient underwent a scan at which time the device was deemed to be irretrievable. As of the present, the patient is still living with the trapease filter in her body, and will have this device permanently implanted, as it has been medically deemed irretrievable. As the result of the trapease filter installation, the patient has suffered serious, and possibly permanent and life-threatening injuries, which will require extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, paint and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The reported retrieval difficulty could not be confirmed as the ¿scan¿ was not provided. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent a surgical procedure to implant a trapease tm permanent vena cava filter(¿trapease tm filter¿) at bronson battle creek hospital, located in the battle creek, michigan for the treatment of a left leg acute deep vein thrombosis, right forearm bleeding and the need to stop anticoagulation on or about (B)(6) 2003. The procedure was conducted by dr. (B)(6). Plaintiff¿s trapease tm filter did not function as intended. During the year 2016, the plaintiff was administered a scan at bronson battle creek hospital, at which time the device was deemed to be irretrievable. As of the present, the plaintiff is still living with the trapease tm filter in her body, and will have this faulty device permanently implanted, as it has been medically deemed irretrievable. As the result of the trapease tm filter installation, the plaintiff dawn williams has suffered serious, and possibly permanent and life-threatening injuries, which will require extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, paint and suffering, loss of enjoyment of life, disability, and other losses.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: as reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter for the treatment of a left leg acute deep vein thrombosis, right forearm bleeding and the need to stop anticoagulation. The filter did not function as intended. Approximately two years after the index procedure, the patient submitted to a computed tomography (CT) scan, at which time the device was deemed to be irretrievable. The device remains permanently implanted, as it has been medically deemed irretrievable. The patient has suffered serious, and possibly permanent and life-threatening, injuries which will require extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information received per the patient profile form (ppf) states that the patient experienced mental anguish, fear and depression. As reported, the patient underwent placement of a trapease permanent inferior vena cava filter for the treatment of a left leg acute deep vein thrombosis, right forearm bleeding and the need to stop anticoagulation. The filter did not function as intended. Approximately two years after the index procedure, the patient submitted to a computed tomography (CT) scan, at which time the device was deemed to be irretrievable. The device remains implanted and there has been no attempt to remove the filter. Per the patient profile form (ppf), the patient experienced mental anguish, fear and depression. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and pharmacological. Without procedural films or images for review no product malfunction could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.